Manufacturer narrative:
H3: analysis of the catheter revealed catheter pump connector; user damage beyond intended use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: hg0lqf502, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 09-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine drug, unkn own (14.8 mg/ml at 2.890 mg/day) and bupivacaine (29.9 mg/ml at 5.838 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in for a dye study on (B)(6) 2021 in preparation for her normal pump replacement. During the dye study they were able to aspirate 2 cc from the cap. They then injected dye and saw dye go through the catheter but also notice dye collect behind the pump. They thought that possibly there could be a slight leak at the connection site. The patient had not had any issues with their therapy so they did not decrease her dose. They primed the catheter that day following the catheter dye study, but the patient reported that following the dye study she went through withdrawal for 24-36 hours and went to the ER for her withdrawal symptoms. The patient then reported that they was fine after that and her pump therapy and dose were providing her with adequate relief. Today when they opened up the pump pocket to replace the pump, the healthcare provider (hcp) was able to aspirate 1 cc but with some difficulty. He decided to remove the existing 8578 pump segment and replace it with a 8596sc and a new pump as planned. He was able to aspirate successfully and got csf. A full system prime was performed and the patient was alert and had adequate relief after the procedure. Sending pump and connected pump segment back for analysis. The nurse was unable to remove 8578 pump segment from previous pump.